Event description:
The event is reported as: no staples come out in one shot. No patient injury reported.

Manufacturer narrative:
The device sample was not returned, by the customer, at the time of this report.